Event description:
It was reported that the physician implanted a 25 mm helex septal occluder to close an atrial septal defect. The defect measured 9 mm on echocardiogram and was not balloon sized. During an evaluation the morning after implant, it was discovered that the device had embolized into the descending aorta. A reintervention was performed, and the device was successfully snared in a transcatheter procedure. The physician balloon sized the defect to 14 mm and a second occluder was implanted. The pt was doing well following the procedure.

Manufacturer narrative:
The lot # remains unk, so a review of the manufacturing records could not be conducted. The device was discarded, so no device evaluation could be performed.